Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced frequent gaps in insulin delivery and repeated occlusion alerts while using a contact detach infusion set, with review of engineering logs indicating gaps primarily when the cartridge ran out of insulin and one episode where an occlusion alert occurred after a supply change and insulin delivery was halted until the alert was acknowledged; the event involved a user-interaction concern with the device¿s user interface and procedures. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the reporter and analysis of user-provided information. Investigation of this case revealed no device malfunction, with a usage problem identified related to improper or incorrect procedure or method, including failure to maintain insulin supply and potential missteps during supply change and tubing connection, implicating the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.